Event description:
Caller reported that the insulin gauge displayed an amount different than expected, but the issue was not occurring at the time of the report. Customer continued to use the existing cartridge to resolve the issue. There was no reported adverse impact.